Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge resumed insulin administration. The customer experienced frequent occlusion issues but declined additional assistance, leading cts to close the case.